Event description:
A malfunction alarm on a pump was reported, specifically indicated as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was informed that they could continue using the pump and to call back if the malfunction code appeared again, which the caller acknowledged and understood.